Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 640 mg/dl and "kidneys weren't functioning properly"; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.